Event description:
Authorized distributor in (B)(4) reports domestic repair of device, replacing the psu board, after having encountered a failure with error code #39, and internal battery not detected by device. Based on the information received, the potential risk associated with the reported event is classified as critical since a faulty psu board may cause errors that will intentionally terminate treatment, as a risk mitigation, with a high priority alarm. A depleted internal battery will terminate treatment with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.